Manufacturer narrative:
A siemens representative was sent to the customer site, performed a system decontamination, and data maintenance. The customer's quality control results were acceptable before and after system decontamination, and troponin testing between reagent lot 010118, and reagent lot 010119 after decontamination was acceptable to the customer. The cause for the discordant low advia centaur cp troponin ultra (tni-ul) result with the new reagent lot (010119) compared to the result from a previous reagent lot (010118) is unknown. The correlation sample was stored in the refrigerator for up to 7 days, and sample handling cannot be ruled out. The customer is running troponin reagent lot 010119. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use (IFU) under the specimen collection and handling section states the following: "the following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi, formerly nccls): collect all blood samples observing universal precautions for venipuncture. Allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 4 hours. Tightly cap and refrigerate specimens at 2° to 8°c if the assay is not completed within 4 hours. Freeze samples at or below -20°c if the sample is not assayed within 24 hours. Freeze samples only once and mix thoroughly after thawing. Frozen specimens can remain frozen up to 1 month in non-frost free freezers. Frozen samples must be centrifuged at 2200 x g for 10 minutes before analysis. Before placing samples on the system, ensure that samples have the following characteristics: free of fibrin or other particulate matter. Free of bubbles." The instrument is performing within specifications. No further investigation is required.

Event description:
The customer performed a new reagent lot (010119) patient correlation study and observed a discordant low advia centaur cp troponin ultra (tni-ul) result compared to the result from a previous reagent lot (010118). The results obtained from the correlation study were not reported, nor were they compared to the original troponin result reported to the physician. . There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur cp tni-ultra correlation result.